Event description:
It was reported that (1) lcsc5 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that the surgeon was using the lcsc5 with a new luke (hp052) handpiece and the device began intermittent lockout until finally it produced a solid tone. The surgeon replaced the device and continued the case. They had some inconsistent lockout but were able to finish the case. There was no consequence to pt.